Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was reverse blood from the hemostatic valve. During catheter procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath - small was being operated inside the patient's body, there was reverse blood from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath - small to another new one. The procedure was continued. There was no patient consequence. Additional information was received. No air entered the patient¿s body. A few drops of blood were lost, but the exact amount was unknown. The hemostatic valve was not dislodged inside nor outside of the hub. The brim cap / hub did not become detached from the sheath.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000293 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).